Event description:
Pt's PICC line was placed 7/22/96 at the hosp. Was flushing very sluggishly and with some pressure needed to flush. Attempted to flush with urokinase twice but was unsuccessful. Line was pulled on 7/25/96 because it would no longer flush and was non-functional. Cxr indicated catheter was intact and in correct placement.